Manufacturer narrative:
(B)(4). The actual device was not available; however, a five companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Function testing performed included underwater pressure testing, clear passage testing, and clamp function testing. All the functional testing performed had acceptable results and the reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a capd disconnect y set and a transfer set, resulting in a mis spike. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The companion samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.